Event description:
It was reported that the customer had a a47 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the alarm happened twice in the last 30 minutes. The customer will receive replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the self test and displacement test. No alarms were noted. However, the pump had with minor scratches on the lcd window, and cracked battery tube threads.